Event description:
It was reported during sedation of a therapeutic laparoscopic gynecological operation part of the probe broke and fell into the patient. The part was retrieved and this resulted in a surgical delay of 10 minutes. The procedure was completed and there were no reports of patient injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the complaint was confirmed. A definitive root cause could not be identified and the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields:h2, h7, h9. This supplemental report is being submitted to add recall information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.